Event description:
It was reported that customer experienced a low blood glucose of 49 mg/dl while admitted to the hospital for an unrelated non-diabetic event. Cause was not known. Customer received assistance from the hospital diabetes educator who provided carbohydrates, breakfast, and glucose tablets to address their bg. Control-iq feature was active during the event. Customer was advised to consult a healthcare professional to discuss factors affecting blood glucose levels.